Manufacturer narrative:
Investigation: the sample rec'd was visually inspected. It was observed that the tube was separated from the flange at the junction of the tube and flange. There was evidence on the tube that welding did occur. Tooling marks were observed on the tube from the welding machine indicating that the welding process did take place. Root cause: the following possible root causes were identified: short cycle of the manual flange welder (random or setup) - the technician may have programmed too short a weld time. During set-up of the manual flange welder, the start up pieces may not have been discarded. Inadequate detection of inspection by the operator at the pull test operation that clearly states: visually check the joint between the tube and flange must not pull apart and gaps are unacceptable. Action taken: the applicable procedure was revised to state that flanges may not be re-welded. A guard was placed on the flange welder to prevent unauthorized/un-intended machine adjustment. Machine settings are documented and verified using the process operating parameter sheet, by production and the technician. A red fault light log for the manual flange welder was implemented. A pull test was implemented. The results are recorded and are plotted on a control chart. An action limit was established on the pulltest. (This is over twice the specification limit). Process monitoring was implemented: production personal perform a manual pull test and visual inspection of the weld fillet at the junction of tube and flange. All the employees involved were retrained.